Event description:
It was reported that the controller will not be returned as it was disposed of.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a compromised communication with the system monitor during the pump exchange procedure can be confirmed based on the information recorded in the provided log file. The events associated with the reported event were recorded from (B)(6) to (B)(6) 2020. There were three episodes of speed reductions captured on (B)(6). The first episode was between 3:00 and 4:54 am, the second episode was between 1:59 pm and 2:02 pm and the last episode was at 2:3 pm (the last recorded entry). The associated voltage levels indicated that these episodes occurred while the system was connected to mpu and power module. These speed reductions were accompanied by elevated power levels and during the second episode, there was a brief replace controller alarm due to backup mcu fault. The last recorded entry also revealed a speed reduction; however, the lack of expected data at the end of the log file suggests that the controller reverted to backup mode. Per design, a full diagnostic capability is not available (backup mcu does not communicate with the lcd and the system monitor and does not record data) when the device operates on backup mcu as the backup mcu only maintains fixed speed pump operation. The lcd will only display a replace controller message due to lost communication to the lcd board. The system controller serial number (B)(6) was not returned for evaluation. Per the additional information from the vad coordinator, the controller was not returned and has been disposed of. Although it is inconclusive, based on the reported event and the data recorded in the provided log file, it appeared that the system controller reverted to a backup mode during the pump exchange procedure. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. According to the heartmate ii instructions for use, section 5, surgical procedures, explanting the left ventricular assist device: disconnect power from the system controller and then disconnect the system controller from the driveline to stop pumping. A disruption to the continuity of the wires in the driveline may cause damage to the system controller. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2020-04466. It was reported that the patient experienced a pump stop at 4 am. Current set rotations per minute is at 10,600. There was episodes of decreased speed at 8600 rotations per minute along with low flow alarms. Approximately 19.5" of external percutaneous lead were replaced. During patient prep for planned heartmate ii pump exchange (due to suspected internal driveline failure), the system controller ((B)(4)) lost communication with system monitor and exhibited a 'system controller fault' message. The green run symbol was illuminated and no patient hemodynamic challenges were faced. Log file analysis showed 2 pump stops and 3 low speed advisories on (B)(6) 2020. Speed drops were as low as 0 rotations per minute.